Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the customer reported that the c-arm was not communicating with the monitor and was continuously fluoroing; the user had to use the emergency stop. The fse found the system locked up and noted the power supply cable had a resistive connection that was causing communication/ microprocessor failure and beeping from system; however, the unit was not fluoroing. The fse determined the root cause of the issue was the power supply cable harness needed to be reseated to bring the voltage output back within specifications. The fse reseated the power supply cable harness and verified system functionality. As a proactive measure, the fse replaced the power supply to ensure the unit continued working further down the road. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Corroded or loose power supply connections can cause the system to lock up and alarm, appearing to continue producing x-rays without any radiation actually being produced. Reseating the power supply connections resolves this issue by removing any corrosion and ensuring a proper connection to decrease contact resistance. This complaint does not represent a malfunction because the system was manufactured more than seven years ago and component connections loosen and/ or corrode over time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply connections and connectors were evaluated and then reseated returning the system to correct voltage levels. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and appeared to continue to expose. No patient serious injury or death was reported related to this event.